Manufacturer narrative:
The edwards certitude delivery system was not returned for evaluation. A device history record (DHR) review was performed, and the work orders related to the manufacturing of the devices and components were reviewed that could potentially contribute to the complaint. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The instructions for use (IFU) for certitude delivery system, device prepping, and procedural training manuals were reviewed. Per the procedural and preparation training manuals, visually inspect all components for damage. Ensure the edwards certitude delivery system is fully unflexed. Ensure that the delivery system remains coaxial within the transcatheter heart valve (thv). Confirm that the thv is oriented properly and the volume in the inflation device matches the indicated volume. Advance the thv/balloon assembly with the loader over the guidewire. Engage loader into sheath housing while maintaining a firm grip. No IFU/training deficiencies were identified. The complaint for "navigate and position catheter to target location-difficulty or inability to cross native annulus and/or bioprosthesis" was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The presence of a manufacturing non-conformance was unable to be determined, therefore a complaint history review is not required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, "certitude delivery system was inserted; however, the tip of the delivery system was unable to cross the native annulus. The delivery system was pushed, but it was unable to cross the native annulus, and the part between the balloon and the shaft, and the shaft part about 5.0 cm from the proximal balloon were bent." Additionally, "the physician stated that as valve leaflets had heavy calcification, the wire got stuck into leaflets calcification and the delivery system could not be advanced." The presence of calcification in the annulus can obstruct the valve from being placed in the annulus, causing difficulty crossing the valve to the annulus. As such, available information suggests that patient factors (annular calcification) contributed to the complaint event. Mitral regurgitation in thv procedures can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. This can result in transient mitral insufficiency, which may resolve upon removal of the devices. If the event is transient and no intervention is needed, this event is not reportable. Instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6). This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the reported post procedural hemorrhage or access site bleeding cannot be determined. However, it may have been related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A review of edwards lifesciences risk management documentation was performed for this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Na.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), the certitude delivery system was unable to cross the native annulus. As the operators pushed the delivery system, inadequate coaptation of the mitral valve was observed causing severe mitral regurgitation (mr) and low blood pressure. Percutaneous cardiopulmonary support (pcps) was initiated. The delivery system was removed and exchanged out. A new valve was implanted successfully. There was no intervention performed for the transient mr. As per new information received from the clinical specialist, when the delivery system and sheath were removed together before introducing the pcps, the valve was not completely inside the sheath which led to tissue damage and bleeding occurred. There was a report of bleeding from the access site within the day of the procedure and required a blood transfusion. The puncture site was tightened with a tourniquet, and temporarily closed. On postoperative day 39, the patient expired due to pneumonia. As per medical opinion, there was no allegation that the death was related to edwards's valve.